Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was driving and his insulin pump starting alarming lost sensor. Customer went through 5 sensors thinking that the sensors were bad. Customer received a rf pic failed self test alarm this morning on the pump. Customer stated that he got his pump about a week ago or so. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer stated that he did not receive a new transmitter. Customer stated that the pump was not communicating with the transmitter. Customer is returning the sensors and will be sent a new pump.

Manufacturer narrative:
The pump was received with high idle currents due to a problem isolated to the mother board. The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump alarmed lost sensor connecting to glucose sensor simulator due to the faulty component on the radio frequency board. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage was noted.